Manufacturer narrative:
Continuation of concomitant: 5076-52 lead (B)(6) 2008; 694765 lead (B)(6) 2008.

Event description:
It was reported that there was atrial under-sensing during ventricular arrhythmias on the right atrial (ra) lead. It was also reported that there were high and increased thresholds on the left ventricular (lv) lead. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.